Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer performed a supply change and successfully completed the load sequence and insulin delivery was resumed. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 329 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.